Event description:
On 11/17/1999, the account reported a negative cmv-eia result for a serum sample from an organ donor. Further info from the account indicated that an organ "release" status was given for a kidney and liver transplant. The same sample was retested in duplicate on 11/19/99 and reactive results were obtained. No further info rec'd regarding the recipient's condition.